Event description:
Carefusion tubing ref # 2430-0500 did not prime when ntn attempting to prime IV fluids through new pump set. Lot # is either 17097762 or 07613203011396 with exp of 09/30/2020. Ref # 2430-0500. Dates of use: (B)(6) 2017. Diagnosis or reason for use: prematurity of birth.